Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2012, inratio: 1.9, retest inratio: 4.2, retest inratio: 5.5. Pt's target therapeutic range is 3.0-3.6. Results done within minutes of each other.